Event description:
It was reported to philips that the system does not always boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and discovered a graphic card error in the host pc through the system logfile. The philips field service engineer (fse) inspected the system onsite and checked the system logfile identified that the morning temperature in the equipment room was very low. Upon troubleshooting actions, the fse could not replicate the issue and recommended that the customer adjust the room temperature. The system functioned properly at that time however, the issue reappeared the following day. The philips engineer then removed the old hard drive from the defective host pc, uninstalled it, and installed a new host pc along with new hard drives. A new license file was obtained and installed. After replacement, the system was returned to use in good working order.